Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 150 units of insulin. Additionally, a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.